Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined as the device was not returned for evaluation. From the available information, it is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "oes elite had a loose connecting component between the scope and work handle resulting in an unstable connection of the scope. The issue was found during a therapeutic, plasma saline electrotomy procedure. The procedure was completed with the same set of equipment. The hospital equipment department repaired the device following the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.